Event description:
It was reported the customer had repeated no delivery alarms. Customer stated they changed their infusion set twice. The customer also reported receiving signal too low alarms and an unexpected restart alarm. The customer's blood glucose was unknown. The customer stated the no delivery alarm occurred during a bolus. The customer declined to troubleshoot for the recurring alarms. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime/compromised force sensor system and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with cracked case at display window corners, reservoir tube lip, broken belt clip slot, minor scratched and cracked display window.